Event description:
Medtronic in (B) (4) reported that after 10 minutes of use, an electrical arc was seen at the connector between the instrument handle and the bipolar cable. The instrument was replaced and the surgery was concluded without incident.

Manufacturer narrative:
A medwatch form was not received from the reporter. Any missing or incomplete data on form 3500a is the result of information not being provided or released by the reporter despite attempts to obtain the required information. This product was being used for treatment. The customer reported that there was no impact to the pt or the user. The instrument was returned to medtronic for analysis. Visual inspection, and functional, mechanical and electrical testing found the device to be in conformance to original specifications and functioned as expected.